Manufacturer narrative:
A medtronic representative went to the site and confirmed the ias (image acquisition system) computer would not boot up. He reloaded the software and this resolved the issue. System fully functional after software reload. A software investigation was completed and this issue was added to a software anomaly tracking/trending database. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site radiology technician reported that the o-arm was not booting up. It was unresponsive in the "initializing please wait" mode. The site attempted to reboot the o-arm five times without success. Surgeon decided to discontinue the use of navigation and o-arm imaging. The surgery was completed with c-arm fluoroscopy instead. No patient harm was reported.